Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and found the machine was displaying 8% n2o concentration at system idle/standby. The n2o needle valve minimum stop was adjusted until able to achieve 0% n2o concentration. There was no patient information available at time of MDR filing. (B)(4).

Event description:
The hospital reported that the patient was exposed to 24.21% nitrous oxide when the nitrous oxide was not in use. There was no report of patient injury.

Manufacturer narrative:
After review by product engineering, there was no evidence of a hypoxic mixture. There was no report of patient injury. This was not a reportable malfunction. After review by product engineering, there was no evidence of a hypoxic mixture. There was no report of patient injury. This was not a reportable malfunction.